Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago. Block d6b: 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent explant procedure. No further information has been obtained despite good faith efforts.